Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump did not function as expected. There was no indication that the product caused or contributed to an adverse event. Customer technical support has made several attempts to contact the reporter in follow-up; however, no additional information was obtained. If further information is provided, a follow-up report will be submitted. This complaint is being reported because the alleged issue may impact insulin delivery function.